Manufacturer narrative:
Investigation: inspect returned samples: distribution history: this complaint unit was manufactured at csi in 1988. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed two similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed physical damage. The defrost trigger had been broken off. The condition of the unit also was noted have a discolored insulator and a kinked hose. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: given the age of the device, approximately 33 years, the root cause is being attributed to wear and tear. Corrective actions: the customer purchased a new unit and requested this returned unit be scrapped out. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. Was the complaint confirmed? Yes.

Event description:
Customer stated: "switch broken". 1216677-2021-00175 900001 ll100 cryosurgical (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Customer stated "switch broken." Repair tech stated "confirmed - defrost trigger broken off - scrapped per (B)(4). Ll100 cryosurgical 900001. E-complaint: (B)(4).